Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. H3: post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/wedge/segmental resection, the surgeon pulled the black return knob after the 1st firing was completed however the knife bar was not moved backward and the jaws were not be able to open. The surgeon moved the knife bar backward with force and released it from the tissue. No tissue damage was caused. The surgical time was extended by less than 30 min. There was no patient harm reported.